Manufacturer narrative:
Omit: other occupation, report source other, e2401 - insufficient information, f24 - insufficient information. Correction: describe event or problem, initial reporter first name, initial reporter last name, initial reporter occupation, report source, additional information: initial reporter phone #, initial reporter e-mail and manufacturer narrative. Root cause: the root cause for the reported issue that device had delay in occlusion alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a potential occlusion alarm delay in the neonatal intensive care unit (nicu) on (B)(6) 2025 at 0745. The intended rate of infusion was 0.38ml/hr with a volume to be infused of 4.5ml. There was patient involvement, but no harm. Per the nursing report: "fentanyl drip was found to be clamped at 0745, but pump not alarming. The pressure sensing indicator was showing the pressure was high around 500, while the other drips pressure sensing indicators were around 50. But the alarm was set to 1000. I unclamped it and the pressure sensing indicator showed the pressure go down to 45 about where the other drips were. I changed all three of the drips pressure limit alarms to 100 so it will alarm if this happens again in the future. I wonder if the default should be lower than 1000 across the board for our pumps. The patient required 4 doses of fentanyl." The report categorized the event as no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a potential occlusion alarm delay in the neonatal intensive care unit (nicu). There was patient involvement, however outcome is unknown.